Event description:
It was observed that during the device evaluation, the light-emitting diode was bad on the insufflation unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the light emitting diode (led) lighting failure caused by faulty front panel unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.